Manufacturer narrative:
Date of this report: 17apr2019. Date received by MFR: 17apr2019. Correction: the power status overlay was replaced due to the mains indicator not showing and the reported issue was addressed.

Manufacturer narrative:
Date rec'd by MFR: 27apr2019. A moog blower assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the blower motor winding resistance was out of specification and bad hall effect sensor. An light emitting diode (led) circuit panel was returned for analysis. A visual inspection of the returned component was performed and found traces broken and contamination. The traces 5 and 6 broken open will create the main indicator not to illuminated. An investigation was performed and the product analysis technician reported that the root cause was isolated to the damaged in the led circuit panel submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. The customer was sent a blower assembly and a power status overlay. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator generated a air valve liftoff failure error code. There was no patient involvement. The event date was not specified; estimate used.